Event description:
It was reported that the patient was unable to adjust stimulation starting a day prior to the report. It was noted that the patient still felt stimulation. It was reported that a patient didn¿t think the implantable neurostimulator (ins) was charging. It was noted that the stimulation got ¿really strong¿ when she lay down, which started the night prior to the report. It was reported that the patient was having issues with her patient programmer and was not working ¿right¿.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).